Event description:
The patient was in the CT scanner when the IV line became occluded. The nurse restarted the module and pump read "communication error". The nurse changed the module and the pump operated without incident. There was no patient harm. A biomedical technical assessment revealed that there was no error in log or unusual events in event log. However, the right iui connector was severely corroded and the left iui connector was mildly corroded. The biomedical staff replaced the iui connectors as preventive measures. The unit then passed the diagnostic maintenance procedures and was put back into service.